Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system had an issue where the validation code entered by the user during a medication issue did not work. A technical support specialist gathered details about the medication issue, contacted the pharmacy on the customer¿s behalf to verify the code, and spoke with the pharmacist. The pharmacist confirmed they would call the user and provide a new code. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the validation code was not working when med issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.